Event description:
The surgeon thought the laser cut too deep because when he went into hydrodissect the lens, it fell into the posterior. During hydrodissection, the surgeon identified that the chamber had deepened and the +4 nucleus had dropped through the posterior capsule (capsular block syndrome). The surgeon retrieved the nucleus and performed a vitrectomy and successfully implanted a sulcus-fixated intraocular lens. The laser treatments were performed and completed with no visual abnormalities.

Manufacturer narrative:
The company service engineer inspected the laser system and the cutting depth was confirmed to be within specification; there were no problems identified and the laser was found to be operating within specifications. The device history records were reviewed and there were no unusual findings related to the reported issue. Capsular block syndrome is a known inherent risk of laser-assisted cataract surgery and is associated with dense cataracts and hydrodissection technique. (B)(4).